Event description:
It was reported that the customer was unable to download his insulin pump. His blood glucose level was not reported. The product was returned. Nothing further to report.

Manufacturer narrative:
Insulin pump was received with unable to download using carelink pro due to displayable history check failed on startup error alarm found in alarm history. Displayable history check failed on startup error alarm was due to corrupted history file. No cosmetic damage noted.